Event description:
On 1/15/99, the facility's buyer informed the dist's sales rep of the following: while implanting the device, they were unable to infuse either port. As a result, the device was replaced with another device (same catalog) with no problem. No further details were provided.